Event description:
It was reported that a motor stall message received upon interrogation of the pt's pump during a clinic visit where a dose increase was planned. Event logs confirmed that a motor stall occurred in 2007 and motor stall recovery occurred eight days later during interrogation of the pump at the clinic. The pt confirmed having an MRI eight days earlier. The pt denied hearing any audible alarms coming form the pump. The pt is receiving baclofen 500 mcg/ml at a dose of 119.95 per day. No pt symptoms were reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.